Event description:
It was reported on 12/21/2022 by a sales representative via sems that an ar-6480 pump was overpressured creating a harm to the patient. Case involvement, additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The following relevant information was added to the case: on 1/9/2023, the sales representative provided the following via e-mail: according to the staff, nothing was out of the ordinary with the pump. No revision procedure was scheduled to remove the excess fluid. The acl reconstruction procedure was completed successfully. The pump settings at the time of the event were not recorded, and no pictures were taken. The complaint pump was used to complete the procedure. They made a 1cm incision day of surgery to drain the fluid after the case. No revision or follow-up procedure was necessary according to staff.

Manufacturer narrative:
Complaint not confirmed. One unpackaged ar-6480 dualwave fluid management system serial/batch number (B)(6) was received for investigation. Functional testing for two hours with part n° ar-6410, lot# 49146503; no problem was noted. Raise the pressure of the pump and a clamp of the tubing to confirm that the pump was functioning as required, as the pump sounded an alarm. Visual inspection, no problem was noted with the devices.